Manufacturer narrative:
(B)(4).

Event description:
Procedure - exploratory laparotomy; possible bowel resection; possible stoma. Small bowel resection. According to the reporter: the reason for the surgery was to taper the jejunum. Instrument placed on tissue and fired properly. Attempts to open same were unsuccessful and second instrument and load were opened, and the locked load (approximately 60mm additional tissue) was resected. Applied another device and load and resected load. Procedure was then completed without further issue. Additional surgery time - 15 minutes. Patient is okay.